Manufacturer narrative:
Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to verify failed battery test or battery failed alert, unexpected battery power loss or replace battery now alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the battery tube, motor and force sensor during visual inspection. No moisture damage found on the keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm and also had blank display. The customer stated that, the insert battery alarm displayed on the insulin pump screen and display did not return after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.